Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat internal hemorrhoid ligation during a special treatment by enteroscopy procedure performed on (B)(6) 2026. During the procedure, the ligature band was twisted, and the rotary handle could not be driven out. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.